Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01517. It was reported the pt was not receiving effective stimulation and wanted her scs system explanted. The pt's ipg only was explanted. The physician found scar tissue surrounding the lead and determined the best course of action was to leave the lead in place.